Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not powering on and there was no lights on control module. The fse verified that the input power was present, but the control relays were not being closed which prevented system from booting and also the fse determined that there was an issue with main power distribution (mpd) control board. The fse replaced mpd control board. After replacement of mpd control board, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system does not power on. The device was not in clinical use. No harm was reported. A philips field service engineer (fse) inspected the system onsite and replaced the mpd control unit to return the device to use in good working order.